Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the investigation.

Event description:
The physician removed a penumbra neuron delivery catheter 070 from the packaging and noted that the distal tip was kinked. Another neuron 070 was selected and used without incident. There was no patient involvement.